Event description:
It was reported that prior to a stenting treatment procedure , stent damage occurred. As the 2.75x32mm promus element stent delivery system (sds) was opened and prepared for use it was noted that the distal tip of the stent was bent. No patient complications were reported. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a stenting treatment procedure , stent damage occurred. As the 2.75x32mm promus element stent delivery system (sds) was opened and prepared for use it was noted that the distal tip of the stent was bent. No patient complications were reported. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the returned device found no damage to the crimped stent. A visual and microscopic examination identified tip damage. The tip was stretched and the tip was kinked at the tip bond. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).